Event description:
Subsequent to the initial medwatch report, the following additional information was received. It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device via 8fr sheath after endovascular treatment procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. A marker lumen blockage was observed due to the coagulated blood and not due to a device issue. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of an unspecified artery was attempted using a proglide device after an endovascular procedure. Reportedly, there was no delivery of blood noticed at the proximal end of the marker lumen. It was confirmed the marker port was in the vessel. Hemostasis was achieved with an additional proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy.